Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. During the troubleshooting, customer stated they were unable to complete the rewind sequence. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with unexpected dry substance inside reservoir tube.